Event description:
An implant attempt was reported as during the implant procedure the right ventricular lead could not be placed in the desired location. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.